Event description:
Patient presented to the physician with swelling and an abscess at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with wound dehiscence, exposure of the ipg and stimulation lead, and an infection at the chest incision. Physician prescribed another round of antibiotics. Physician brought the patient into the operating room the next day, opened the chest incision, flushed the pocket with antibiotic solution, created a new pocket to place the ipg, and closed.